Event description:
Working element from continuous flow tur set started sparking at white plastic cut out during use. Resectoscope was removed from the pt and pulled from service. New tur set opened and used to finish case. Biomedical engineering follow up: esu cord ohmed out ok, electrode used during case was thrown out prior to submission to biomedical engineering so not available for testing. Test was set up using new electrode and unable to duplicate the problem.